Event description:
Per the clinic, the patient has a hole at the implant site exposing the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.